Event description:
It was reported by the sales rep that she was contacted by the doctor because the pt went in for rectal surgery two days after having a pph precedure performed with the laser. The rectal surgery was done due to urine leaking into the rectum and a colostomy bag was needed. It is unk at this time if this additional surgery was made necessary due to the pph procedure.